Event description:
Physician reported the pump was explanted and returned to the manufacturer for analysis after an implant duration of 1.4 months. It was reported that the implanted pump remained full and never infused any volume from the reservoir, "pump without sterile water when implanted, pump has never infused; was always full". The infusion pump was manufactured to deliver a constant flow rate of 1.0ml/day, and the reservoir was filled with morphine for pain management. The patient was implanted with a new pump.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, and the results are not complete at the time of this report. A follow up report will be sent when the analysis results become available.